Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after running out of insulin for an unspecified duration, then performing a supply change with an inset 6 mm, 23 in infusion set, after which a blood glucose of 315 mg/dl was reported; customer care advised a site change to address the high glucose, which the user declined, and no device alerts or alarms were reported. Symptoms included elevated blood glucose. Outcomes included no reported injury, hospitalization, or additional medical intervention. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed insufficient information to confirm a device malfunction, user refusal to perform the recommended site change, and a potential infusion or supply issue could not be ruled in or out. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.